Event description:
The complaint reported by the customer was regarding introducing the connection cable and the connector snapped on the catheter. This event was not indicative of a reportable complaint. Upon receipt of the catheter, it was noticed that the paired straight shot connector extension tubing was broken and was no longer attached to the adapter. The tip of the broken tubing showed twist marks indicating that excessive force was applied. Biosense webster became aware of this reportable malfunction upon evaluation of the complaint product which was on 10/13/2009. Moreover, during the investigation, it was noticed that the edge of ring electrode #5 was damaged and lifted from the edge of the ring also indicating that excessive force was applied. Pu margins of electrodes ring #5, #6, and #19 were damaged. However, the pu margins appear to be within specification prior to the damages. This failure condition is a known issue and a corrective action has been opened to address this issue.